Event description:
The customer called to get the phone number of the local rep. The customer stated that the paramedics were called to her home for assistance, but didn't feel it was insulin pump related. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.